Event description:
The hcp reported the patient presented to the emergency room (ER) and had to be admitted after being "non-responsive". The hcp inquired how to empty the patient's pump. The patient's spouse indicated that the patient had her pump refilled on friday. Over the weekend, she was very lethargic and continued to get worse, prompting the ER visit. The final patient outcome is unknown. The drug contained in the patient's pump was morphine (unk concentration/dose). Additional information has been requested, but was not available at the time of this report.